Manufacturer narrative:
The pad device was installed on (B)(6) 2009. The device operated for 3 weeks after which the history log becomes nonsensical. An inspection of the device revealed a fault with the real time clock. The voltage of the coin cell was measured and found to be zero. The coin cell was measured and found to be zero. The coin cell was replaced and the device operated normally. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on correctly. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.